Event description:
On (B)(6) 2025, it was reported that the user experienced fluctuating blood glucose (bg), with lows of 53 mg/dl and highs of 376 mg/dl. The user¿s caregiver stated they had occasionally altered carb reporting and performed ¿ghost alerts¿ to receive insulin, which led to maladaptation. The user treated lows with juice and bg was corrected by the ilet corrective algorithm. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.